Manufacturer narrative:
B)(4) initial report. Additional information, including a detailed patient outcome has been requested in order to progress with the investigation. The surgeon has planned to review the patient before end of (B)(4) and has also stated that he will reported the incident to ansm the appropriate device details are described below: the first informations are that the batch is (B)(4) parts one manufactured in december 2009: no non conformity were detected on this batch. The raw material is not implantable , and surgeon was informed on 28 dec 2017. Please note: this report is filed with FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A drill broke without possibility of extraction during a knee surgery. One piece was left in the patient's bone. The drill is an hls kneetec im drill mdi129 lot 09e389.

Manufacturer narrative:
(B)(4) final report. Additional information, including a detailed patient outcome has been requested in order to progress with the investigation: the surgeon has reviewed the patient twice in (B)(6) and (B)(6) 2018 and has also reported the incident to french ansm under reference (B)(4): the appropriate device details are described below: the raw material is not implantable , and surgeon was informed on 28 dec 2017. The manufacturing file of the reamer concerned by this incident was analysed and the information shows that the batch conformed to the specifications during manufacture. The analysis of the postoperative radio that surgeon have made follow, shows that the tip of the reamer remained implanted stuck at its end in the femoral shaft and is no longer in the axis of drilling. Moreover, surgeon confirmed that the reamer had not moved since the surgery, and that the patient had felt no discomfort and no inflammatory reaction had occurred. Based on these elements, we considered that the potential cause of the incident seems to be related to a jamming of the reamer in the femoral shaft resulting in a clean break of the reamer. On the other hand, it is difficult to determine according to the elements in our possession, if this is due to a depression too deep reamer or a significant curvature of the bone at the level of the femoral shaft. Due to the exceptional aspect of this incident, in fact, no similar incident has been reported since the device was placed on the market in 2009, we consider this event as an isolated case and do not foresee any particular action. The specifications of use of the reamer with maximum penetration up to the guard being already clearly explained on our operative technique please note: this report is filed with FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A drill broke without possibility of extraction during a knee surgery. One piece was left in the patient's bone. The drill is an hls kneetec im drill mdi129, lot 09e389.